Event description:
15 minutes into hdf dialysis treatment, staff noticed bloodleak in the dialyzer. Machine did not alarm for any issues, only vam (venous acces monitor) alarm was noted. The facility tested for blood leak and results were positive. Prophylactic antibiotics were administed. Per facility, patient has been using the elisio-h dialyzers for the past 4 years. The priming procedures were according to the fresenius machine for online priming. Dialysis setting swere hdf post dilution. Still pending additional information from facility.

Event description:
15 minutes into hdf dialysis treatment, staff noticed bloodleak in the dialyzer. Machine did not alarm for any issues, only vam (venous acces monitor) alarm was noted. The facility tested for blood leak and results were positive. Prophylactic antibiotics were administered. Per facility, patient has been using the elisio-h dialyzers for the past 4 years. The priming procedures were according to the fresenius machine for online priming. Dialysis setting were hdf post dilution. Still pending additional information from facility.